Manufacturer narrative:
The vendor lot number of the patient cable was requested but was not provided. The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The patient cable is expected to be returned for evaluation. It has not yet been received. The vendor lot number of the patient cable was requested but was not provided, therefore the manufacture date is unknown. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppage events occurred while the lvad system was connected to the power module using a grounded power module patient cable. The cable was exchanged for an ungrounded power module patient cable. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the provided log file and confirmed pump stoppage events on (B)(6) 2016. The data from the log file indicated that there were unusual voltages recorded while connected to the grounded power module patient cable. It was suspected that the pump stoppages may have been due to a damaged power module patient cable or damaged power leads on the system controller. X-ray images of the driveline submitted for evaluation were found to be unremarkable. It was reported that the patient was switched to a new grounded power module patient cable, and that no additional alarms occurred. Log files reviewed by the technical services representative after the cable exchange were unremarkable. The patient was asymptomatic.

Manufacturer narrative:
It was initially reported that the power module patient cable was returning for analysis; however, it was not returned for analysis. The patient cable was not returned for evaluation and the system controller remained in use following the event. The report of pump stoppages was confirmed based on the evaluation of the submitted log file. The log file captured unusual low voltages on (B)(6) 2016 when the lvad system was connected to the power module. The recorded low voltages did not activate an alarm. Log file analysis suggests a potential connection issue or conductor breakdown in the system controller power cables and/or the power module patient cable. The root cause of the unusual voltages could not be determined as no product was returned for evaluation. Additionally, on (B)(6) 2016 several low speed events and pump stoppages were noted in the log file while the system was connected to the power module. The root cause for the pump stoppages could not be determined, but were unrelated to the recorded low voltages. The patient remains on lvad support and no further related events have been received after the power module patient cable was replaced. The power module patient cable lot number was not provided; therefore, device history records could not be reviewed. No further information was provided. The manufacturer is closing the file on this event.